Event description:
It was reported clinician stated when loading a compatible bd 1ml syringe in the syringe pump, it was reading it as 3ml instead of 1ml syringe. Bd on site representative observed clinician load a bd 1ml syringe, the module populated the list of syringes as well as other size syringes. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: e2401 insufficient information, f24 insufficient information. Correction: describe event or problem. Additional information : imdrf annex e and f codes.

Event description:
It was reported clinician stated when loading a compatible bd 1ml syringe in the syringe pump, it was reading it as 3ml instead of 1ml syringe. Bd on site representative observed clinician load a bd 1ml syringe, the module populated the list of syringes as well as other size syringes. There was patient involvement but no harm.